Event description:
The customer reported that the c-arm would not boot up. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. A cable pin was identified as being defective. No further repair info is available at this time.